Manufacturer narrative:
Sections with additional information as of 30-nov-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Testing of retention strip lot tested within specifications most likely underlying root cause: mlc-020: use/storage-improper storage.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 11-oct-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated the initial concern is resolved and she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated she had just obtained the true metrix air meter from the pharmacy. The customer is concerned with test results from result obtained of 444 mg/dl fasting; result was obtained during blood test performed on the call. The customer¿s expected fasting blood glucose test result range is below 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 08/31/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history. Customer inquired how many units of insulin she should take based on the results and was advised to contact her pcp. Customer declined a replacement and was sent control solutions for control test purposes.